Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4)would not power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor was unable to power up. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ram components (u100/u101) were unable to program. The cause was likely an intermittent connection on one of the ram components. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies. .